Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up rv lead noise was observed during a review of an electrogram (egm). Programming changes were made. Replacement of the lead was discussed. The patient will continued to be monitored closely.